Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2018 to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip was implanted reducing the mr to 1. Reportedly, during the procedure there was poor imaging capabilities. On (B)(6) 2018, the patient presented with increase mr of 3, an echocardiogram was performed which found that the most lateral clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). There was no chordal or tissue damage noted. There were multiple factors contributing to the slda including morphology, anatomy and imaging. On (B)(6) 2018, an additional clip was implanted to treat the slda. The mr remained at 3. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported single leaflet device attachment (slda) appears to be due to a combination of patient morphology/pathology and user technique/procedural circumstances (difficulty visualizing the clip). The reported adverse event of recurrent mitral regurgitation (mr) was a result of the slda. The reported patient effect of worsening mr, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.